Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had unexplained surge in stimulation which caused their legs to feel stiff, as well as having strong stimulation sensations. Patient also had difficulty walking. Patient stated they had walked for 8 hours the friday prior. (B)(6) 2018. It was stated the 8 hours of walking was unusual for the patient. Manufacturer representative had a long discussion with patient regarding lead up to the event and activities prior; discussion regarding general well-being and potential falls that may have occurred; discussion regarding the use of the patient¿s controller. Interrogation of the device was done to ensure correct orientation. No unusual events were uncovered. The device was reprogrammed to comfortable settings and patient was instructed on the use of settings at home. Doctor was notified but was not concerned. The issue was resolved. No further complications were reported as a result of this event. Patient had a medical history of motor vehicle trauma.